Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had minor scratches on the lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that the buttons were not responding. Customer was not sure how error occurred. Customer's blood glucose was 167 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.